Manufacturer narrative:
.

Event description:
It was reported that the device exhibited variance of high, out of range, pacing lead impedance, and varying capture thresholds on the right ventricular channel. The issue was resolved surgically by resetting the connector pin of the lead in the header of the device. The device remains implanted.